Event description:
It was reported the patient (B)(6) was experiencing pain and warmth at the ipg site. In turn, the patient underwent intervention. During the procedure it was identified the patient's ipg site was infected. As a result, the physician decided to explant the scs system and prescribe the patient antibiotics which resolved the issue.

Manufacturer narrative:
Method: the device history and sterilization records were received. Results: the device history and sterilization records reviewed from the review of the DHR and sterilization records. Evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.